Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation confirms the device is broken into two pieces, separated at the shaft-handle interface. The device appears extremely worn; the color of the handle is faded and the laser etch on the shaft is considerably faded, indicating the device is old and heavily used. This failure is typical of excessive abuse of the device and therefore can be attributed to field wear. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the mitek complaints system revealed no other complaints from this lot of devices that were released for distribution in 2007. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that the customer¿s tissue liberator atraumatic-down broke in half during the procedure; it was noted the device was not in the patient at the time. The surgeon completed the procedure with another like device, with no delay and no patient consequences.